Event description:
Same case as MDR# 2134265-2012-02992. It was reported that during a stenting treatment procedure, vessel perforation occurred. Access was obtained via the right femoral artery. The 100% stenosed, de novo, eccentric lesion being treated was located in the mildly tortuous, non-calcified right posterolateral branch (rpl). Using a 182cm graphix guide wire and a non-bsc guide catheter, the lesion was predilated. Then, the physician implanted a 12mm x 2.25mm ion stent in the target lesion. After deploying the stent, the stent balloon catheter was removed and a perforation was noted at the distal edge of the implanted stent, a 2.5x15 non-bsc balloon catheter was used to postdilate the implanted stent and contain the perforation. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: it was indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).